Event description:
It was reported that the patient was admitted to the hospital on (B)(6)2025 for acute on chronic heart failure, unresolved bilateral lower extremity (ble) swelling due to lymphedema, and worsening aortic insufficiency (ai), mitral regurgitation (mr), and tricuspid regurgitation (tr), as well as an ejection fraction (ef) of 15% found on echocardiogram. The patient was given a structural valve consult for a pre-transcatheter aortic valve replacement (tavr) workup. The cause of the lymphedema was still under evaluation, and it was not believed to be a "true" lymphedema, but rather a symptom of the ai. The patient was discharged (B)(6) 2025 and a tavr was planned for (B)(6)2025, with continued hypertension management until then.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files captured the system functioning as intended. The patient remains ongoing on hm3 lvas serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.